Manufacturer narrative:
(B)(4). Pump was received with blank display. Unable to determine the root cause, problem isolated to electronic assembly on pcb1. Unable to verify failed battery test alarm due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s had battery failed alarm. Customer stated that they sugar went high even though he was using bolus on the pump did bolus but would not go done. Customer also tried doing manual injections and it helped. Customer also mentioned that they are having issues with battery failed. Customer stated that they replace the battery ten times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.